Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap broken off. The device could not be leak tested due to its condition. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that the device was unable to maintain a seal at the instrument insertion port. The device was replaced. There was a "slight" delay in the procedure. There was no patient injury. Additional information was requested, but no additional information was provided.